Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed with the adhesive pad or welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. A tear in the unexposed portion of the soft cannula resulted in fluid leaking from the fluid path. Due to this internal leak, the exposed portion of the cannula could not be tested to confirm the reported leaking during wear.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear and the pods adhesive failed to adhere. As treatment, the patient applied a new pod.